Event description:
A diagnostic coronary cardiac catheterization was performed in 2008 on a male patient (pt) with heart transplant and multiple serious co-morbidities. Pt was npo and multiple sheaths were used in the right femoral artery (rfa) and no anticoagulants were administered during the procedure. It was noted that pt had 60% and 70% lesions in rfa. Upon completion of the procedure, a boomerang catalyst ii wire was inserted and deployed through the indwelling sheath without problem. Temporary tamponade of the arterial access site was successfully achieved as evidenced by no oozing or hematoma being noted. The boomerang was removed without problem, performing successfully as indicated; then manual compression was applied to the arteriotomy site until hemostasis was achieved. One (1) hour post op, pt complained of numbness and tingling sensation in the right leg. Thrombosis in the rfa and decreased blood flow distally was confirmed by ultrasound. Pt was transported to or for right groin exploration. Thrombectomy and endarterectomy was performed and a hemashield patch was applied. Blood flow was re-established and confirmed with doppler. Pt was admitted overnight for observation. No pain or discomfort was noted. Pt was discharged without sequelae.

Manufacturer narrative:
The boomerang catalyst ii wire was discarded at the hospital and will not be returned to the MFR for evaluation. The cause for the incident could not be established since there were multiple sheaths involved, and due to pt severe pad noted by fluoroscopy prior to the boomerang catalyst ii insertion. It should also be noted that pt was npo and on lasix (a diuretic) prior to procedure, thus dehydration a precipitant to thrombosis also placed the pt at risk. Add'l risk factor is abnormally high creatinine contributing to coagulopathy problems. It was reported the product performed as intended per IFU. Review of the device history record did not reveal any issues or observations that may have contributed to the reported event.